Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2021, the surgeon attempted initial insertion of the electrode array; however, the insertion was unsuccessful. Subsequently, the surgeon attempted to re-insert the electrode, however, the tip of the electrode broke and was left inside the recipient. The use of the implant was discontinued, and the surgeon used the backup cochlear device. The surgery proceeded and the patient was successfully implanted.